Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (201.4 iu/ml, 204.2 iu/ml and 212.2 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined due to insufficiency information provided by customer and without patient specimen in-house analys. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Event occurred in (B)(6) report received of false negative hcg for three different patient urine samples. Customer reported all patients are pregnant. All three patients were in the same clinic. All patients reported to be pregnant (s-hcg test). Exact date of occurrence not provided. Patient's ages ranged from 26 - 36 years. Reportedly two or three tests were performed on all three patients. No additional patient information provided. No reported adverse patient sequela.